Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2016. On (B)(6) 2017, the patient began to suddenly shake violently and they wanted to improve the symptoms; there was not a greater than 50% reduction in symptoms. It was stated that the cause and what troubleshooting was performed related to the event were unknown. The patient's current status included having a lighter voice, not being able to lift up their leg, and experiencing waist pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that reprogramming was done on (B)(6) to help resolve the patient's issue of having sudden, violent shaking and related symptoms. However, it is unknown what the cause of the issue was. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.